Event description:
During a preventive maintenance, the company rep observed that the unit generated a system failure alarm during an autofill. No pt was involved. During the same preventive maintenance, the company rep observed low out of spec results for the regulator test results and pressure performance test results. Refer to MDR 2249723-2014-01140 (internal complaint # (B)(4)).

Manufacturer narrative:
The company rep replaced the main pc board (part number 0670-00-1152e). Also, refer to MDR 2249723-2014-01140 (internal complaint # (B)(4)) for other parts that were replaced during this preventive maintenance. The company rep performed and completed preventive maintenance, calibrations, functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).